Event description:
It was reported that three days post implant, the patient began experiencing syncopal episodes particulary when rolling onto either side. Holter monitor revealed intermittent periods of no ventricular capture. Intermittent failure to pace was also reported. Both the lead and device were explanted. No further patient complications have been reported as a result of this event.